Event description:
Caller states the pt tested 4.1 inr on the coaguchek s system and 2.8 inr on the coaguchek xs system during a study. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facility.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. For suspect device in coaguchek xs system.